Event description:
Pt was implanted with the bacfix ti system for an l2-l5 fusion, with a decompression laminectomy at l3 and l4 only. Note: no screws were implanted in l3 and l4. At 4 weeks post-operative, the anterior/posterior radiograph revealed that both the left and right rods had dissociated from screws in l5 and migrated cranially in parallel. The crosslink was in contact with the spinous process of l2, restricting add'l migration of the construct. This system was explanted on 12/2/98. Following explant evaluation, it was concluded that the construct was likely not fully locked intra-operatively.